Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported tampon falling apart and was exposed from top of the insertion tube. She did not use the tampon. She experienced this issue with 5 tampons.